Manufacturer narrative:
Other, other text: additional information: h6, h10: device evaluation: one smiths medical cadd solis vip pump was returned for analysis with tampered seal label missing, scratched and cracks on lcd lens screen. During analysis, the customer?s reported problem regarding failed delivery accuracy was able to be duplicated. Three separate delivery accuracy tests were performed, the pump was found to be over delivering to the manufacturing specifications. Inaccurate delivery was noted: expulsor was out of mechanical specifications. Device was noted to be over delivering. Service replaced the pump's expulsor to bring the delivery into more nominal of a range. Based on the evidence, the complaint was confirmed, and the problem source of the reported event is unknown.

Event description:
Information was received indicating that this smiths medical cadd solis vip pump "failed volume testing (21.55, 21.30)". No patient injury reported.